Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. The issue has been ongoing since the implant date and the patient has reported that it is painful for the patient when sitting. The field representative also stated that the ipg looks like it is protruding through the skin. The patient may undergo surgical intervention.